Event description:
It was reported that the insulin pump alarmed button error. Customer stated that she tried to change the time and the insulin pump froze, she replaced the battery and the insulin pump alarmed button error and buttons were unresponsive. Customer's blood glucose was 216 mg/dl. Troubleshooting was done. Advised the customer that insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.